Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the harmonic ace instrument's teflon pad fell off. There was no report of a fragment falling into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The customer was not able to provide the event date. No external collisions were noted. No fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a damaged teflon pad. The teflon pad was dislodged from the clamp arm. The dislodged teflon pad is approximately 0.108" x 0.441" in size and was returned with the instrument. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have mechanical indentation damage to the blade. The complaint was confirmed by failure analysis.